Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the lens dislocated. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.4., d.10., h.3., h.4., h.6., and h.10. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal area. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The lens was implanted on (B)(6) 2008 and explanted explant on (B)(6) 2019; 11 years after the implant date. The patient denied trauma. The explanting surgeon could not determined a reason for the dislocation. The manufacturer internal reference number is: (B)(4).